Event description:
It was reported that power on intermittently brings up error code. Service disk did not correct the problem. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The device had a system error at boot. Blank display. Upper hinge plate screw found behind a printed circuit board causing a video fuse to go out. Printed circuit board found out of electrical specification.